Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during threshold testing and became unresponsive to the stylus. It was noted that the stylus was changed however the issue persisted. No patient complications have been reported as a result of this event.